Event description:
Portable x-ray machine uncontrolled and uncommanded movement, portable drove on its own. Portable drives off without warning, has potential to do great bodily harm. X-ray portable is approx 1500lb and can travel approx 3mph. Manufacturer is aware of problem and has provided may attempts at solutions to resolve, none of which have been successful. Imported by virtual imaging, manufactured by sedecal corp.